Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under anywhere the lifevest touches. Patient described the rash as very red, itchy irritation that is starting to travel down her arms and is starting to cause welts because of the excessive scratching. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to discontinue use. Patient also reported applying an over the counter benadryl and calladryl. Follow up indicated that the irritation has slightly improved.